Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast prosthesis deflation, bilateral breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision procedure with mentor smooth round moderate profile 350cc saline breast prostheses when the left breast prosthesis deflated after implantation. Additionally, the patient developed baker grade ii capsular contracture in both of her breasts. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 440cc gel breast prostheses on (B)(6) 2021. This medwatch report is for the patient¿s left breast prosthesis.